Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted and tissue/ blood visible in it. The helix is bent, which could affect extension and retraction. (B)(4).

Event description:
It was reported that during implant procedure the helix of the right ventricular (rv) lead was faulty. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.